Event description:
A report was received via social media that the patient was implanted with ipg but it did not cover all pain areas. The patient underwent a revision procedure where in the ipg was relocated. No further information could be obtained.